Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
There was no adverse consequence to the patient. The error did not disappear during the operation, and it stopped working. The customer does not want to provide additional information about this pc. Additional information received from affiliate reported the handpieces received for evaluation were sent in due to the rust of the internal pins of the handpiece socket.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received at the service center as an accessory to the generator. A primary visual evaluation revealed that the internal pins of handpiece socket were rusted. The hand piece was however deemed non-repairable and was scrapped as per the instructions from the customer, hence is unavailable for further evaluation. Fluid ingress into the device is the root cause of the corrosion of the internal pins of the socket of the hand piece. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.